Event description:
It was reported that prior to starting a da vinci surgical procedure, the pk dissecting forceps instrument was noted to have a broken wire. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received.